Event description:
It was reported that the customer experienced intermittent, on-going low blood glucose (bg) levels between 20-39 mg/dl. Cause was not known. Customer consumed carbohydrates as well as administered glucagon to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.